Manufacturer narrative:
Follow-up # 1: date of submission: 08/26/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 8/05/2016 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons responded appropriately to button presses. The keypad cover was removed and there was no contamination or damage found to the button contacts. The complaint of unresponsive keypad buttons and damage to the keypad was not duplicated during investigation. Unrelated to the complaint, investigation revealed multiple cracks in the battery compartment.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.